Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 136 mg/dl. The customer stated the bottom looked sealed, noticed 3 drops in the pump. The customer stated that there are no other sources of the leak. The customer was advised to return reservoir and transfer guard. The customer was advised will send replacement.